Event description:
Patient has portacath on right upper chest, was in cdu for chemo treatment, accessed 3 times but unable to aspirate. Came to cath lab for portagram. Found that catheter was broken. Prepped for retrieval through right femoral vein successful retrieval. This product was placed by dr. He was contacted by staff to inform him of the breakage. Exact product information could be gotten from him. This port was removed and replaced to further treatment.